Manufacturer narrative:
The insulin pump was received with severely cracked and bleeding lcd glass, cracked case at display window corner and minor scratched display window. Unable to verify excessive no delivery alarm or perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to lcd anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes and the insulin pump has damage. The customer's blood glucose was unknown at the time of incident. The customer was running the insulin pump was in his pocket, fell on the insulin pump now there is a crack near the battery cap and the screen. The customer stated cannot read the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.